Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective coverage of therapy. Surgical intervention took place where the left occipital lead was repositioned on 24 oct 2023, thereby restoring effective therapy.